Event description:
It was reported that during a routine device change out procedure, the ventricular lead exhibited low impedance values in bipolar and unipolar configurations and no sensing of r waves. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) (B)(6) 2006; 4068 implantable pacing lead (B)(6) 1999. (B)(4).